Event description:
The lead was explanted on (B)(6) 2011. The lead was replaced due to fracture. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).